Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 5. The drain volume was 3531 ml the fill volume was 2200 ml. Which meets iipv criteria. No patient injury or medical intervention was reported. On (B)(6) product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause of insufficient drain use error, tidal uf removal set too low (0 ml). The nurse will have the patient's settings evaluated. The nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.

Manufacturer narrative:
(B)(4). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. All testing performed during the homechoice rite functional test & homechoice rite electrical safety analyzer test passed. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain use error, tidal uf removal set too low (0 ml). The device will be sent to service area for servicing. CAPA (B)(4) is currently open for the reportable malfunction of iipv/over delivery.